Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board assembly (pcba) and backlight inverter pcba. The unit passed all test.

Manufacturer narrative:
(B)(4).